Event description:
On march 31, 2000, customer reported axsym phenytoin result of 1.7 ug/ml. Result was questioned because pt valves had previously been approx 40 ug/ml. The sample was re-run and was >40 ug/ml. Upon 1:2 dilution, the sample yielded a valve of 44.4 ug/ml. Customer states there was no impact to pt management because the initial result was questioned and the retest was run within one hour.